Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's daughter also reported that the customer was taken off the insulin pump by the health care professional. The insulin pump will not be returned for analysis.